Event description:
During interrogation on 10/25/2000, the device would not communicate. Numerous attempts were made to establish communication but none were successful. The patient was sent home pending a decision to explant. St. Jude medical learned on 01/23/2001 that the device had been explanted in 2000.